Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the device could not be advanced over a guide wire fully into the vessel. The device was removed and a second proglide device was attempted, but when the needle plunger was removed, no suture was present. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to insert the device sheath over the guide wire into the anatomy was not confirmed as the analysis of the device indicated the sheath was undamaged without any indication of force used during insertion, the hydrophilic coating remained present, and there was no obstruction or anomaly during guide wire insertion and movement through the sheath. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.